Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that at explant procedure the tip of the chronic right ventricular lead would not unscrew. The lead was able to be removed. It was replaced and no patient complications were reported as a result of this event.